Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The handle was manipulated and the snare head opened and closed as intended. A functional test was performed by advancing the device down a pentax colonoscope (2.8 mm channel). The endoscope was placed in a curved position. The handle of the device was manipulated and the snare head opened and closed with no resistance felt. During a visual inspection of the device, no damage was noted. The continuity from the electrical pin to the snare head was tested with an ohm meter (ohmmeter) and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut simulated tissue as expected. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use contain the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook acusnare polypectomy snare. When the nurse tried to use the snare to eliminate polyps, the wire did not work at electrocautery function [did not allow transfer of electrical power]. The nurse used [another lot of the same device] and the procedure was finished. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.